Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: patient dissatisfaction. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent a breast augmentation primary with unspecified mentor saline breast implants and experienced dissatisfaction with the procedure outcome. The patient wanted a larger size. As a result, the patient underwent removal and replacement with unspecified mentor saline breast implants on (B)(6) 2006. This report is for the second of two devices.